Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported during preparation of port placement procedure, the base was allegedly leaked. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one power port isp MRI implantable port kit was return for evaluation. Gross, visual, microscopic visual and functional evaluations were performed. The port was patent to both infusion and aspiration without issue. No leaks were observed. As per additional evaluations no splits or breaks were noted on the catheter segment and was patent to both infusion and aspiration. No leaks were noted. It was noted that dye water back flowed from the catheter segment while performing pressure on the syringe during infusion. Therefore, the investigation is inconclusive for reported fluid leak as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported during preparation of port placement procedure, the base was allegedly leaked. There was no reported patient injury.